Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
Customer contacted ameda, inc. To report a gradual low suction issue with the purely yours ultra breast pump she has used for the past 5 months. She states purchasing 3 new pump kits over the months in attempts to resolve the suction issue with no resolution found. She finally phoned ameda to troubleshoot the pump base. Customer reports developing a mastitis infection in the first weeks after her baby was born. She describes baby and she as learning about the breastfeeding process and latch was poor so she relied on the breast pump to drain the milk from her breasts. She believes the pump never functioned well after trying another purely yours pump with her own kit and having great volume of milk expressed. She states her pump never expressed the volume of milk as this borrowed pump did. She was prescribed oral antibiotics from her healthcare provider, learned more about the breastfeeding process and worked with a lactation consultant. Mastitis resolved shortly after these interventions were instituted and breastfeeding improved.